Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultra meter is giving a battery indicator message. This complaint is classified according to the documentation of the customer care advocate. The pt manages his diabetes with oral medication. It is not known when the product issue began. The pt claimed that he developed "high blood sugar symptoms" after the product issue began. The pt denied receiving any treatment due to the product issue. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, what specific high sugar symptoms did the pt have, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate noted that the battery needed to be replaced based on the info provided. However, the pt did not have a replacement battery at the time of the lfs call. This complaint is being reported because the pt claimed he developed "high blood sugar symptoms" after the product issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.